Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings, and cable/cord/wiring of the motor device were damaged. It was further determined that the device had excessive noise level-(db), and the temperature was above specification. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body, noise assessment, air pump assessment, hand piece temperature assessment, and hand control assessment. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the sheath of the device ¿got a hold¿. It was reported that there were no delays to the surgical procedure as the same device was used to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.